Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's sister called in to report hospitalization due to high blood glucose levels. The customer's blood glucose level was 1000 mg/dl at the time of incident, but was 400 mg/dl at the time of call. The caller stated the customer was delirious. Caller stated customer was in dialysis and then drove himself to the emergency room where he was hospitalized in the intensive care unit for 4 days. The customer was wearing the device at the time of admission. The cause of the event was diabetic ketoacidosis. It was unknown how the customer was treated. The caller was advised to have the customer call back to troubleshoot. Nothing was replaced or returned.